Event description:
The customer reported that the device made a partial fusion of tissue. A new device was used to complete the procedure without issue. There was no patient injury.

Manufacturer narrative:
Covidien reference # : (B)(4) . Date of initial report : (B)(6) 2010. The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.